Event description:
It was reported to adac that an irregular field dose calculation returned different results for two identical calculations. The user reported that they were planning in irreg mode. They reported that they had an ap beam that gave them 112 mu's. They then copied this plan and didn't change anything, recomputed the beam and the system came up with 107mu's. No injuries were reported as a result of this issue.